Event description:
It was reported that this customer has been trialing the antimicrobial peripherally inserted central catheter (am PICC) since the beginning of may. The lead interventional radiology (ir) tech complained originally to the infection control practitioners that the catheter was cracking and leaking. As a result, the catheter was removed and replaced with a bard catheter. They do not know if this caused a delay in treatment. There was no pt death and no pt complications were reported. The lead ir tech could not pin point exactly what the issue was and where exactly the catheter was leaking. This customer is a bard account and the lead ir tech stated "this isn't the bard catheter and there is no significant benefit to using this catheter over our bard catheter."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.